Event description:
It was reported that post device change out there was a lead alert due to short v-v intervals. Device-lead connection problem was suspected. Reoperation was performed and clear sense artifacts while moving the right ventricular pace/sense-lead were noted. Suspect that the pin was not fully inserted. Lead was disconnected and reconnected. The lead and device remain in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.